Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was positioned too low by the physician and was capturing the left ventricle. Boston scientific technical services (ts) review and discussed that the lv threshold test looks like there was no capture. On fluoroscopy, the lv lead appeared to be pulled back. Additional information was also received indicating that there was low lv intrinsic amplitude. Ts then discussed the need to reposition the lead. No adverse patient effects were reported.